Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized, but the treatment was not reported. The patient was discharged a couple of days later, but five days after that, the patient ended up being re-hospitalized for the peritonitis. The following day, the patient was discharged from the hospital. No treatment information was provided. The pd catheter was removed two days later and a hemodialysis catheter was placed. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the patient was incorrectly reported to have ¿recovered¿ from the peritonitis. The patient was actually said to only be ¿recovering¿ from the peritonitis at the time of the initial report. Should additional relevant information become available, a follow up medwatch will be submitted